Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm active on the controller was confirmed via the submitted log file. The heartmate ii system controller (serial number (B)(6)) was not returned for analysis; however, a log file was submitted for review. The submitted log file contained data spanning approximately 49 days (16apr2021 ¿ 26may2021 per the timestamp). The log file captured a no external power alarm active on26may2021 at 08:08:00 that resolved immediately with voltage in both power cables. During this time, a backup battery fault was active but was not active long enough to trigger an alarm. The system controller went into power save mode, the pump speed was not affected, and the alarm resolved on its own without any issues. Multiple requests were made to obtain additional information about the reported event such as the cause of the no external power alarms, if the alarms resolved, patient status/plan, and if any products were exchanged; however, no response was given. The root cause for the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 01jul2019. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the and no external power alarm conditions, low voltage alarm conditions, replace controller alarms, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was presented in clinic with no external power. Patient does not recall any external power alarm. The log file captured low power hazard/no external/backup battery fault alarm on (B)(6) 2021. These alarms can be triggered by backup battery. In addition, the log also captured a yellow wrench alarm ¿replace system controller, lcd fault¿ that occurred on (B)(6) 2021. This alarm can occur when there is a momentary loss of communication between the controller processor and the lcd screen. The alarm resolved on its own and did not affect the performance of the pump.